Event description:
It was reported that a posey bcs all-in-one system model 8070 the side panels zippers need to be repaired. No patient injury reported.

Manufacturer narrative:
Customer does not want to return the panels for repair. Advised customer not to use panels on another canopy to prevent injury.